Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00600; 0001822565-2017-00618, 0001822565-2017-00625, 0001822565-2017-00626. The complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found they have fractured, thus confirming the complaint. The device is fractured on the medial side of the post. Device history records and receiving inspection reports were reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the device was discovered fractured during an inspection.